Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided and per the physician, the reported slda resulting in mitral regurgitation is due to thin leaflets and is therefore, related to patient conditions. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to patient anatomy and imaging quality. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin leaflets. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, there was an attempt to implant an additional clip. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.